Manufacturer narrative:
The glidescope gvm video monitor was returned to verathon medical for evaluation. The technical service representative found that the device display would show an array of colors with no image. The technical service representative isolated the issue to the main pcba. The main pcba was replaced and the video monitor passed all tests. The video monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
It was initially reported that during a patient procedure, using a glidescope video monitor, the image had showed multiple colored lines across the screen with a jumping image behind it. It was confirmed that there was an unknown backup device available. No delay in the procedure or patient harm was reported. Verathon received the customer device and through further investigation, it was found that the device was not able to show a useable image.